Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 clinical chemistry analyzer and found the ise flowcell contaminated with microbial growth and bubbles in the tip of na electrode and na reference electrode. The fse performed decontamination and replaced na and na reference electrodes to resolve the issue. The fse performed calibration and verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results for sodium (na), potassium (k), chloride (cl) and calcium (calc) on their dxc 600 clinical chemistry analyzer. When physician questioned the results, the customer then repeated the patient sample and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient.